Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated the patient was seen by healthcare professional for follow up and no product performance issues noted. The ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), patient call received indicated a road that is traveled has high power overhead wires. Every time patient passed under the overhead wires the implantable pulse generator (ipg) "goes crazy". Patient reported, rapid heartbeat, pain across top of chest, fluttering in the heart, shortness of breath, and dry in the back of the throat. Patient has discussed with physician, and indicated physician dismisses the incidents. The ipg remains in use. No patient complications have been reported as a result of this event.